Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00010. It was reported that aspiration was lost. A solent proxi catheter was being used in a thrombectomy procedure treating site within an arm fistula. During aspiration a leak at the pump/bulb was noticed and a check saline error occurred. The device was switched out for another solent proxi and the same issue occurred. The physician selected another solent proxi device and was able to complete the procedure. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of solent proxi thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00010. It was reported that aspiration was lost. A solent proxi catheter was being used in a thrombectomy procedure treating site within an arm fistula. During aspiration a leak at the pump/bulb was noticed and a check saline error occurred. The device was switched out for another solent proxi and the same issue occurred. The physician selected another solent proxi device and was able to complete the procedure. No patient complications were reported and the patient was fine.